Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump returned multiple no delivery alarms. Caller reported that recently, the no delivery alarms have occurred during set change. Caller declined troubleshooting. Blood glucose level was not provided. No further information was provided.